Manufacturer narrative:
Plum 360 with ln 300100413 and sn (B)(6) was reported that the pump was over infusing. The reported complaint could not be confirmed upon performing self-test, delivery accuracy test, and visual inspect. Self-test passed, delivery accuracy performed passed and the device successfully delivered 20.2ml twice. Unable to verify that device is overdelivering, device works as intended. The probable cause is user error.

Event description:
An event involving a plum 360 was reported stating that the pump over delivered; it was supposed to run an 200ml bag of amiodarone drip for 6 hours at 33.3ml per hr but ended 3 hours early. There was a patient involvement but no patient harm.